Event description:
It was reported that non-sustained lead noise and post-paced t-wave oversensing were recorded via merlin.net transmission. The patient was asymptomatic and did not receive therapy. The device was reprogrammed.